Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not power on. The field service engineer (fse) disconnected main drawer 6 as it had a bad drawer controller that was preventing the medstation from powering on. The storage space full-height drawer 6 was not detected on the bus. The module controller was replaced. The storage space was recovered and tested by the pharmacy staff. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary device was not communicating with server and would not power on despite restarting the device the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.